Event description:
Reporter indicated that a pt's vns lead was replaced due to high lead impedance. It was later reported that the lead was "broken" and there was a "suture on the broken part". The generator was also replaced, although it was reported that there were no problems with the generator.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.